Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of stones. During the procedure, the physician could not put any devices down the working channel, they believed the sponge of the locking device popped off. The procedure was completed using another of the same device. Reportedly, the sponge was removed with a brush after the procedure. There were no patient complications reported as a result of this event.